Event description:
The event is reported as: the staples jammed during surgery. No pt injury reported.

Manufacturer narrative:
Unk if sample available. A follow-up report will be sent when investigation is completed.